Event description:
It was reported that a balloon rupture occurred. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon 2nd inflation at 6 atmospheres. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.